Manufacturer narrative:
(B)(4). Result: intra-operative photos received. Image 1 shows what it appear to be a partially formed staple on the left side of the image upper quadrant. Images 2 and 5 show a closer look of what it appears to be the partially formed staple from image 1. Image 4 shows a cartridge that appears to be fully fired on the right side, on the left side the cartridge seem to be 1/16 fired on the inner rows and fully fired on the outer row. Image 6 shows the cartridge from an upper view. The condition of the reload from images 4 and 6 is consistent with a damaged one piece sled; however no conclusion could be reached as no image of the internal components was provided. Based on the photo provided, the event description can be confirmed. Unfortunately, the root cause of the reported event cannot be determined from the photo provided. Hands on cartridge analysis may provide the evidence necessary to determine the root cause of the complaint. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, on the third firing when creating the sleeve with a blue cartridge, the device fired normally but upon opening the jaws the surgeon noticed that the drivers of two of the inner rows failed deploy on the distal end of the cartridge leaving the distal section of the transection completely open. The surgeon fixed the issue with two new firings using the same gun with no problems. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m54k4w; m54j22; m54e0f; m5457p. Result code: intra-operative photos received. Image 1 shows what it appear to be a partially formed staple on the left side of the image upper quadrant. Images 2 and 5 show a closer look of what it appears to be the partially formed staple from image 1. Image 4 shows a cartridge that appears to be fully fired on the right side, on the left side the cartridge seem to be 1/16 fired on the inner rows and fully fired on the outer row. Image 6 shows the cartridge from an upper view. The condition of the reload from images 4 and 6 is consistent with a damaged one piece sled; however no conclusion could be reached as no image of the internal components was provided. Based on the photo provided, the event description can be confirmed. Unfortunately the root cause of the reported event cannot be determined from the photo provided. Hands on cartridge analysis may provide the evidence necessary to determine the root cause of the complaint. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, on the third firing when creating the sleeve with a blue cartridge, the device fired normally but upon opening the jaws the surgeon noticed that the drivers of two of the inner rows failed deploy on the distal end of the cartridge leaving the distal section of the transection completely open. The surgeon fixed the issue with two new firings using the same gun with no problems. There were no adverse consequences for the patient reported.